Event description:
It was reported by an authorized bench technician that the output for the capacitor was testing below specifications. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 21-jan-2022. Upon evaluation of the device by an authorized bench technician, it was discovered that the capacitor output was below product specifications and required replacement. Bases on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. However, prior to repairs being completed, the customer was informed that service could no longer be performed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The customer was aware of the end of life terms and the device was returned to the customer unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.